Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5554-45 implantable pacing lead 2003 (B)(6); 6944-65 implantable tachy lead 2003 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead triggered an alert for high impedance. An interrogation also revealed high threshold. The lead was reprogrammed and remains in use, but a lead revision was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.